Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during tonsillectomy and adenoidectomy procedure, the controller was installed but the machine immediately stopped working at the time of first surgery. Delay greater than 30 minutes and a change in technique was used to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. Visual inspection of the returned device observed no issues. Functional evaluation revealed the unit did not power on. Opening the fuse housing revealed the housing is damaged by missing a chunk of plastic and the fuses had been seated incorrectly. Reseating the fuses resolved the power issues and the unit powers on correctly. The volume had been found to produce static when spun and grinds while spun. All other functions passed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed and is associated with unintended use of the device. Factors that could have contributed to the power issue include, entry into the fuse housing and not following guidelines outlined in the manual for proper replacement of the fuses. Factors that could have contributed to the volume problem include impact or rough handling of the volume knob, such as over twisting the knob, causing internal damage. No containment or corrective actions are recommended at this time.